Event description:
The patient stated his blood glucose was elevated to 400-600 mg/dl due to a broken piston rod and a clogged adapter. His normal blood glucose range is 110-120 mg/dl. He stated he had dry mouth, an upset stomach, and was using the bathroom often. He stated that he had not attached the luer lock of his infusion tubing to the insulin cartridge properly because there were clumps of dirt around the adapter. He stated he cleaned the adapter and he was then able to bolus. He stated that the cog wheel of his piston rod was broken. He stated that the piston rod was approximately 4-5 years old and his adapter was over 1 year old. The patient was advised to change the piston rod every year and to change the adapter every 6 months. The patient was sent replacement product. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.